Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are rupture, capsular contracture baker grade unknown, pain and tugging, shrinkage due to leaking, and concern that cancer has been linked to textured implants. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side is "shrinkage" and "smaller, possibly due to leaking," "pain and tugging and there is a contracture," baker grade unknown, and is "concerned that cancer has been linked to these implants." Device remains implanted.